Event description:
The customer reported a non-reproducible troponin result for one patient involving the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The results were discordant to another methodology (triage poc). The initial elevated results were released from the laboratory. This patient was transferred to another hospital due to the elevated results obtained. The patient was redrawn at the alternate facility and the redrawn sample generated discordant results. The customer stated the instrument generated additional non-reproducible results; these results are reported in MDR # 2122870-2015-00020. The patients' samples were drawn in both heparinized plasma tubes and serum tubes which were centrifuged at 3500 rpm (revolutions per minute) for 7 minutes. The original tubes were loaded onto the instrument through the cta (closed tube aliquoter). No sample integrity issues were reported by the customer. The customer indicated quality control (qc) and assay calibration was passing within the laboratory's specifications. System checks were provided and the results were within expected ranges. Service was requested and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The patient's demographic (age, date of birth, sex and weight) were not supplied by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to verify the customer's analyzer. The fse discovered air in the dispense probe lines. This was leading to inadequate washing of the patient samples. The fse cleaned the wash valve and replaced the wash pump seal. Verification testing passed within manufacturer's published performance specifications and the analyzer was returned to normal operation. In conclusion, the cause of the event is attributed to the air in the dispense probe lines. The fse cleaned the wash valve and replaced the seal which resolved the issue. Bec internal identifier for this report is (B)(4). All mdrs associated with this report are: 2122870-2015-00020, 2122870-2015-00025.